Event description:
It was reported that upon delivery of the stent during a ptca procedure, the stent became dislodged onto the guide wire. The stent delivery system (sds) was able to capture the stent, and the stent was deployed at the target site. No pt effects were reported.